Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included power cycling and bench handling without duplicating the customer's report. The device was recertified and returned to the customer. Further communication with the customer suggests they may have activated night vision mode inadvertently but we cannot firmly establish if this is the cause of the customer report. The night vision feature was disabled at the customer's request. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device powered on without display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.